Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the pacemaker was not checked for at least a couple years and would not interrogate. The magnet response did not work and no pacing was noted. Device was replaced. No patient complications were reported as a result of this event.